Event description:
Manufacturer was informed by the distributor that during preparation for an excor implantation a problem occurred with the de-airing set of the accessory set. The user was not able to pull the de-airing needle out of the trocar, which was used for de-airing of the excor blood pump. The user switched to the second de-airing set of the same accessory set. Again the needle could not be removed from the trocar. Thereafter the user decided to use a new excor blood pump with new accessory kit. With the new set the preparation of the excor blood pump could be performed without any problems. Due to the event, there was no significant time-lag during implantation. The accessory set and the associated blood pump were not used on the patient. The patient was successfully implanted with a new device and did not suffer any untoward effects.

Manufacturer narrative:
(B)(4). The excor accessory set lot 00019748 was not used on the patient. The problem occurred during preparation of the device for implantation. Review of the lot history record for this lot and the manufacturing process did not show any discrepancy or any problem related to manufacturing process. Lot 00019748 was checked. Other de-airing sets of the same lot were used by the same customer without any problems, manufacturer has not been informed about any similar problems from the field. Initial evaluation of the de-airing needles showed some external damages on the needles. Evaluation of the device is currently ongoing.

Manufacturer narrative:
(B)(4). The excor accessory set lot 00019748 was evaluated by the manufacturer, berlin heart (B)(4). A set contains two trocars with one de-airing cannula each. Both trocars/de-airing cannula of the affected set have been determined to be functionally impaired. One trocar is only removable with an unusual exertion of force. Microscopic investigation determined a circumferential indentation. The damage on the second trocar is at the tip. The cannula shows burrs in the cavity. This led to a blockage, which can only be removed using force. The "de-airing cannula with trocar" is a purchased part and is inspected using random sample per approved sampling plan at incoming goods and then further processed by the manufacturer. Each part is individually cleaned and then re-joined by quality assurance. The review of the production documents and its processes, as well as a review with the qa personnel, showed that the affected products were correctly cleaned, tested and released. There is no evidence for correlation between an error in production and the defect on the two de-airing cannula. The exact occurrence or cause of damage for the defects on the two de-airing cannula from the same de-airing sets cannot be determined. Review of the complaint history shows that there are no other similar complaints reported for de-airing sets. Since no production failure is detected and no other customer complaints are reported, it appears to be isolated incident caused during pump preparation.